Event description:
Since the introduction of the antibiotic coated cook central venous catheters they have become extremely difficult to insert. They seem to be too soft to pass over the wire during percutaneous central line placement. Especially with the 4 french and 5 french sizes commonly used in pediatrics.